Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2025. During the procedure, the stonetome device was inserted into the forceps channel. When the cutting wire was pulled and operated, the blade appeared oriented toward the 1 o clock position instead of the expected neutral alignment. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of device cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of cutting wire kinked. Block h11: (investigation results). The returned stonetome was analyzed, and a visual evaluation noted that the working length was twisted and kinked at hypo tube section. Additionally, the cutting wire was kinked. No other problems with the device were noted. The product analysis revealed that the cutting wire was kinked. This condition could have been generated due to operational factors, the used technique for the device manipulation or by the interaction between the device a hard surface. Additionally, working length was twisted and kinked at hypo tube section could be caused after multiple attempts to rotate the device or during the introduction of the device into the scope. Based on all gathered information, the most probable root cause is adverse event related to procedure.